Manufacturer narrative:
A maquet field service tech (fst) visited the hospital to investigate the customer report. The fst found the light out of service, in the hospital's facilities shop. The fst found that the snap ring that secures the light ceiling suspension to the ceiling tube was installed on the unit in the wrong order. Additionally, the fst noticed that this assembly included one extra washer compared to the MFR instructions, and that one tab washer was broken. It is believed that due to the incorrect assembly and damaged tab, the snap ring could not be correctly positioned in its groove, and the arm was allowed to slip down and fall. The axl5001s installation manual clearly indicates that a missing tab washer may cause the suspension system to fall down. The preventive maintenance instructions include a verification of this assembly. Maquet is not in charge of maintenance of lights in this hospital. Maquet does not know if the hospital has returned the light to service. The hospital's facility maintenance crew declined maquet's offer to service the lights and informed our fst that they will ordering the required parts and conduct the repair. Maquet fst reported that the hospital staff has not received maquet sanctioned service training on this equipment. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported that a maquet light fell down in the operating room onto the floor. No injuries were reported. (B)(4)